Event description:
The physician performed an upper endoscopy procedure to stop bleeding in the gastrointestinal tract. The patient had a wilson-cook 24 french balloon replacement gastric feeding tube already in place at the time of the procedure. The physician noted a gastric ulcer located at the opposite site of the feeding tube tip. The ucler was injected with epinephrine to stop the bleeding. At this time, the peg-24 balloon replacement tube was removed from the stoma site. The patient was reported to be in fair condition.